Event description:
It was reported that a patient with an implanted right ventricular (RV) lead experienced non-physiologic signal noise and oversensing on the right ventricular lead, along with defibrillation coil impedance irregularities that included out-of-range high right ventricular lead coil impedance with spiking, rising, and varying trends, and out-of-range high superior vena cava coil impedance with spiking, rising, and varying trends. It was further reported that there was suspected lead failure and the clinic independently turned off the device due to the noise and rising impedance to minimize the risk of inappropriate shocks. A new lead placement procedure was performed, and the affected right ventricular lead was explanted with replacement. The patient was reported to be alive with no injury.

Manufacturer narrative:
Continuation of D10: 5076-52 Lead Implanted: (b)(6)2004 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.